Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During cardiopulmonary bypass, the centrifugal pump stopped rotating. The disposable pump head was removed from the motor and replaced, and the power to the pump was cycled off and on. Pump function was then restored. There was no adverse consequence to the pt as a result of this event.